Event description:
This is a report of a patient death and peritonitis potentially related to a break in aseptic technique. The peritoneal dialysis (pd) catheter disconnected from the titanium adaptor and the patient reconnected both pieces. The patient took a bath on the same day of the event of the disconnection/reconnection. The patient followed up with her pd nurse the following day due to the disconnection and reconnection of the pd catheter and mentioned to the nurse she also took a bath. The nurse reported the patient was admitted to the hospital due to an hypotension, not eating enough and an altered mental status issue. During the patient's hospitalization the patient had her catheter exchanged however the patient's peritoneal dialysis (pd) therapy was discontinued since the hospital does not perform pd therapy at their facility and the patient was transferred to hemodialysis therapy. The patient was treated with unspecified antibiotics after cultures were obtained. The patient was discharged home. The patient was admitted to a long-term acute center. The patient's chief complaint on admission was peritonitis. The pd nurse could not confirm if the patient actually had peritonitis due to not having any access to hospital records. The patient was transferred to the ICU due to a deteriorating status of health. The patient passed away. The cause of death was due to a heart attack. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This is report 2 of 2 involved in this incident.